Manufacturer narrative:
A product investigation is in progress.

Event description:
When I remove my tampons they're falling apart [complication of device removal]. Tampons falling apart [device breakage]. Consumer reported via e-mail that tampons fall apart during removal. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
When I remove my tampons they're falling apart [complication of device removal] tampons falling apart [device breakage]. Case narrative: consumer reported via e-mail that tampons fall apart during removal. No injury reported.